Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead. A cook medical liberator locking stylet, a cook medical bulldog lead extender, and suture were used to provide traction. Beginning with a spectranetics 13f tightrail rotating dilator sheath, followed by a spectranetics 16f glidelight laser sheath, a deterioration in the patient''s condition was detected. Rescue efforts began, including rescue balloon, chest compressions, pericardial drain, and sternotomy. A superior vena cava (svc) perforation was discovered and repaired, and the patient survived. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient''s date of birth, age unk. A3): patient''s gender unk. A4): patient''s weight unk. A5a./5b.): patient''s ethnicity/race unk. B7): other relevant history unk. D4): device lot number, expiration date, serial number unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H4): device manufacture date unk because lot number unk. H6): great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.".